Event description:
The led board of the neoblue ii phototherapy light generally lasts around 1500 hours or 18 months of use. Once it fails, the whole board is replaced. Recently, has come out with a "revised led board" which has leds that are more efficient. According to technical bulletin #8353 rev b, "due to the increased efficiency of the leds used in this new led board and the inability of the neoblue 2 constant current board to adjust the current down enough, the intensity of the light will be higher than the intensity with the original led board." (55 w/cm2/nm vs. 35 w/cm2/nm) the company made the change without considering the deleterious effects of higher power on babies of less than 32 weeks gestation.======================manufacturer response for phototherapy lamp, natus (per site reporter).======================they proposed a piece of tape that would keep the high/low power switch in the low position but it was felt that this could not be trusted. They also proposed increasing the distance from the patient to 20 inches but this was deemed unacceptable because blue light would get into the staff's and family members' eyes.